Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were low fluid levels on patient samples with a bd facs¿ lyse wash assistant. The following information was provided by the initial reporter: blank screen at power on + low levels of fluid in tubes upon protocol completion steps taken with customer/troubleshooting: no troubleshooting performed. Additionally, on 2020-06-15 the fse provided the following additional information: I checked with the customer and the instrument is performing well. The low fluid levels were seen on startup protocols as well as patient samples. The issues have been resolved. Issue 1: blank screen at power on (1590860). Issue 2: low levels of fluid in tubes upon protocol completion (1592638). Did the low fluid levels observed on patient samples lead to patient impact? No the event description states no erroneous results were reported or used. Is this confirmed? Yes - confirmed. Was there a need to redraw patients? No. Was there any delay in the treatment of those patients? No.